Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to pain and metallosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A femoral head and poly liner were returned for evaluation. As returned, the femoral head contained bio debris on the articular surface and conical taper. The taper also showed dark debris which appeared to be corrosion. Dimensional measurements are conforming to print specifications. A poly liner was returned with severe damage that occurred during removal. The surface where the rim feature is missing showed cross sections that indicated it was cut with an unknown instrument. Review of the device history records identified no deviations or anomalies. Part and lot numbers are required to perform DHR and were not provided for the history for stem. Review of the complaint history determined that no further action is required as no trends were identified. Surgical notes were not provided, hence; it is unknown if the components were implanted with the correct fit and orientation as per the surgical technique. Patient information including adherence to rehabilitation protocol was not provided, therefore; a definitive root cause cannot be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.